Manufacturer narrative:
(B)(4). Covidien uploaded the software and conducted the final testing only.

Event description:
It was reported that the 840 ventilator had a blank screen. It is unknown if the ventilator was in use on a patient at the time of failure. The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb).